Manufacturer narrative:
Per -(B)(4) - final report. Additional information, including x-rays, operative notes, information regarding when the leg length discrepancy was identified and an update on the patient post revision has been requested in order to progress with the investigation of this event. However, not all information could be provided and thus the scope of this investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the event is most likely not related to a failure of the corin devices. The leg length discrepancy seems to be related to the procedure and the size of the implants. No further investigation can be conducted, and this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision after 5 days to correct a leg length discrepancy. The stem was down sized and a shorter head was implanted.

Manufacturer narrative:
(B)(4) initial report. Additional information, including x-rays, operative notes, information regarding when the leg length discrepancy was identified and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix / trinity revision after 5 days to correct a leg length discrepancy. The stem was down sized and a shorter head was implanted.